Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study that the patient on (B)(6) 2016 was seen in the clinic due to worsening of his vad exit site drainage and subsequently admitted for further evaluation and management. On (B)(6) 2016 the patient was started on vancomycin 1250 mg intravenous (IV) every day (qd) until (B)(6) 2016 and cefepime 1 gram IV twice a day (bid) from (B)(6) 2016 when levaquin 750 mg by mouth (po) qd was started and continued at discharge for 6 week course. Driveline cultures done on (B)(6) 2016 grew pseudomonas aeruginosa. Infectious disease consult on(B)(6) 2016 recommended cefepime coverage with 6 week course but was changed to 6 week course of levaquin 750 mg po qd due to insurance coverage. On (B)(6) 2016 ID consult follow-up stated the patient had clinically improved on cefepime. The patient was discharged to home on (B)(6) 2016 with stable vitals and it was stated that the issue had resolved. No additional information received.